Event description:
Teleflex pressure injectable arrowg+ard blue plus® three-lumen cvc missing listed 10 ml luer-lock pre-filled saline syringes. Guide wire also noted by md to be below standard quality. Lot number: 13f22l0750.